Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to an occlusion issue event on (B)(6) 2026. The blockage was in the tubing. The patient's blood glucose level was 599 mg/dl, and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.